Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room, pocket infection was observed. The system was explanted without any issues. The pocket was irrigated with antiseptic solution and closed with staples to allow proper drainage and healing. The patient was stable throughout the procedure and will be discharged following administration of IV antibiotics. There was no plan for re-implant of a device.